Event description:
Boston scientific received information that the patient's left ventricular (lv) lead was explanted due to clavicular crush. Company representative confirmed the allegation based on x-ray result and informed that the lead will not be returned for analysis. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.